Event description:
It was reported that the boxes of simplex p bone cement were opened intraoperatively and the liquid monomer in both boxes were found to have the sterile packaging peeled back slightly in an opened unsterile position. The cement was not passed onto the field.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.